Event description:
A bipolar forceps instrument was reported as working intermittently. After the case was completed, blackened tissue was found on the surface at two abdominal incisions for the surgical ports. The blackened tissue was removed and the ports were closed. A mono-polar instrument supplied by another co was also used on the pt prior to the bipolar forceps instrument. There was no reported pt harm or adverse event.